Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. No sample was returned for investigation; therefore, no physical investigation could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
We have the patient who is using rush silicone svd, it turns out that today's date is happening the 4th time the probe needs to be changed for reasons related to cuff rupture. This probe has a balloon capacity of 05 - 10ml.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We have the patient who is using rush silicone svd, it turns out that today's date is happening the 4th time the probe needs to be changed for reasons related to cuff rupture. This probe has a balloon capacity of 05 - 10ml.